Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the right coronary artery. A 4.0mm synergy stent delivery system was selected. However, the delivery system was unable to be advance through the guidezilla and the stent became damaged. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.